Event description:
It was reported that the patient experienced two occlusion alarms during insulin therapy with an infusion set, with the second event resolved after changing the infusion site and tubing and completing a fill tubing and fill cannula procedure. The event is consistent with an obstruction of flow associated with the connector/coupler component. Symptoms included no reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed findings consistent with a deformation problem leading to an obstruction of flow at the connector/coupler, which was resolved after supply change and system priming. The patient¿s blood glucose began to regulate after the intervention, and insulin therapy continued. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.